Manufacturer narrative:
B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 26-may-2026. Medwatch report is mw5188775.

Event description:
Patient reported when she tried to do infusion with the last syringe in the order, the medication was leaking from the plunger side. She has medication on hand from recent order to complete infusion so no dose will be delayed. No adverse events reported. No further information, details or dates provided. Indication: chronic inflammatory demyelinating polyneuritis. Additional information: can you please provide an exact date of event in this format mm-dd-yyyy? Date unknown please share the material & lot number associated with reported issue lot number 6033949 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Unknown.